Manufacturer narrative:
(B)(4). Investigation: a 5fr wedge catheter was returned for evaluation. The supplied control stroke syringe was returned connected to the inflation lumen. The recommended volume capacity of the balloon is 0.75cc. Liquid blood was noted on the interior of the injection lumen. No condensation was noted within the inflation lumen. The catheter body was visually inspected and no damage or abnormalities were noted. The device was able to be aspirated and flushed. Blood exited upon performing. The inflation lumen was injected with 0.75cc of air using the returned 0.75cc control stroke syringe. The balloon inflated symmetrically. The balloon held inflation for at least one minute. The balloon deflated in less than 3 seconds when the syringe was removed per specification. Conclusion: the reported complaint of aspiration not possible is not confirmed. The catheter was successfully aspirated/flushed upon return. The device passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported via a hot line call. The registered nurse (rn) from the cath lab called to report an issue with a procedure earlier today. They had inserted a wedge pressure catheter and were unable to aspirate. On removal of the catheter, they noted that the balloon is occluding the distal port. A second catheter was inserted and the procedure was completed. There were no issues with removal or reinsertion of the catheter. No complications noted to the patient, stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call. The registered nurse (rn) from the cath lab called to report an issue with a procedure earlier today. They had inserted a wedge pressure catheter and were unable to aspirate. On removal of the catheter, they noted that the balloon is occluding the distal port. A second catheter was inserted and the procedure was completed. There were no issues with removal or reinsertion of the catheter. No complications noted to the patient, stable post procedure.